Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving fentanyl [35.0mg/ml] at a rate of 2.497mg/day, marcaine [5.0mg/ml] at a rate of 0.3567mg/day, and ketamine [10.0mg/ml] at a rate of 0.713mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. The patient's medical history consisted of smoking, chronic obstructive pulmonary disease (copd), diabetes, (B)(6), and blood clots. At the time of the event, the patient was also taking the following medications: oxycontin, roxicodone, xanax, restoril, gabapentin, ampicillin, diltiazem hcl, metformin, pantoprazole, paxil, and potassium chloride. It was reported that the patient was suspected of having been overdosed post-operatively; the patient stopped breathing and was noted to have pin-point pupils. Intravenous narcan was administered and the patient was taken to the emergency room. It was noted that the patient had an allergic reaction to a pre-operative infusion of antibiotics, and that both the allergic reaction and a high concentration of drug may have led or contributed to the issue. At the time of report, there was no patient injury and the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.